Manufacturer narrative:
Follow-up #1 date of submission 12/29/2015. Device evaluation:the pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings: a review of the pump black box data showed a call service 088 alarm. During testing, the pump successfully passed the ez prime steps with no call service alarms. The pump was exercised for 24 hours with no call service alarms. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Additionally, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.